Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during ligation, vasoview hemopro 2 cautery stopped cutting/heating. The click was felt indicating activation. The device didn¿t burn for 15 seconds. No added incisions or time. A new kit was opened to finish the procedure. No patient harm reported. Power setting at 3. Vasoview hemopro 2 was assembled and tested according to IFU and all worked well prior to starting. The cord was switched first to troubleshoot it was a potential issue but it didn't fix the problem.